Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow up, increased capture threshold and decreased r-wave amplitudes were observed. The lead was repositioned successfully without any adverse events.

Manufacturer narrative:
(B)(4).